Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that power cord of an exactamix 2400 main module had exposed cable/wires. This was identified in the pharmacy. There was no patient involvement. No additional information is available.